Manufacturer narrative:
Upon reassessment of the reported event, it was determined this event was previously reported under 1822565-2013-00963. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined this event was previously reported under 1822565-2013-00963. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: item #00771301500/femoral stem/lot #60910215, item #00801804002/femoral head/ lot #61067661, item #00784803201/mod neck/lot #60766150. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04218, 0002648920 -2019 - 00775, 0001822565 - 2019 -04220.

Event description:
It was reported patient underwent r hip revision approximately 5 years post implantation due to pain , altr, tissue damage and poor bone quality, limb length discrepancy, feeling of subluxation and instability. During the surgery, significant aseptic lymphocytic vasculitis associated lesion reaction secondary to corrosion at the head and neck junction was found and required massive soft tissue debridement. The entire abductor mechanism was noted to be necrotic. The head, neck and liner components were removed and replaced. Attempts were made to obtain information however none available that this time